Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had been jammed, which caused drawer 2.2 to get stuck open. A field service engineer found both drawers were functioning properly. Removed drawer 2.1 and inspected the slide rails and the plate separating the drawers. There were signs of scraping along the right slide rails. Turned the drawer upside down, multiple crushed tablets and a paper clip fell out then cleaned out the remaining debris and restarted the machine. Both drawers operated smoothly after the cleanup. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system drawer 2 had an issue where the drawer above was jammed, and the drawer below was unable to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.